Manufacturer narrative:
(B)(4). Approximate age of device 1 year, 5 months. Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2015. It was reported that on (B)(6) 2016 the patient expired. The cause of expiration was reported as intracranial hemorrhage. Additional information was requested, but was not provided.

Manufacturer narrative:
The lvad was not available for evaluation. A correlation between the device and the reported hemorrhagic stroke could not be conclusively determined. The instructions for use lists stroke and bleeding as potential adverse events associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient presented with a decreased level of consciousness. A CT scan showed a large right hemispheric intracranial hemorrhage. At the time of the event, the patient had an inr of 1.87 (inr goal of 1.5-2.0). The pump will not be returned for evaluation.